Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose and insulin pump alarmed compromised force sensor system. The customer blood glucose level was 491 mg/dl at the time of incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The customer experienced symptoms such as nausea. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump will be returned for analysis.